Manufacturer narrative:
(B)(4). Damaged firing trigger teeth the analysis results found that device (a) was received with the firing mechanism damaged and without a reload present. No functional test could be performed due to the condition of the device. However, the device closed and opened properly. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reach on what cause the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that device (b) was received with the firing mechanism damaged and without a reload present. No functional test could be performed due to the condition of the device. However, the device closed and opened properly. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reach on what cause the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. The batch record was reviewed and no anomalies were noted during the manufacturing process. Batch # (B)(4) mfg date 04/10/2012; exp date 03/10/2017

Event description:
It was reported that during an unknown procedure, both devices did not close the handle completely before attempting to fire the device. The first firing was with a green cartridge. They reloaded with a blue cartridge and again did not completely close the handle prior to attempting to fire. Both cases the device locked out. This was the first time the surgeon used the device. Both cases the device had to be opened manually. Once the scrub tech entered the room, they pointed out to the surgeon that the handle has to be completely closed until the click is heard prior to attempting to fire the device. A new device was given to the surgeon, the handle was closed until the click was heard, and device was fired successfully. There was some bleeding in the area was the device had been clamped on tissue. It was controlled by firing the third device. No adverse consequences reported.